Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment to repair both proximal and distal endoleaks from previously implanted non-gore stent grafts (zenith txd and endurant), using gore® tag® conformable thoracic stent graft with active control system(ctagac), gore® viabahn® vbx balloon expandable endoprosthesis(vbx) and gore® viabahn® endoprosthesis with heparin bioactive surface(vsx). Gore® dryseal flex introducer sheath was used as an accessory. As chimney stent grafts, vsx devices were deployed in both the superior mesenteric artery and the right renal artery. A vbx device was placed in the left renal artery. A ctag-ac device was deployed in the thoracoabdominal aorta. Final angiography confirmed the absence of endoleaks and patency of the superior mesenteric artery and both renal arteries. The procedure was completed successfully. On (B)(6) 2025, a CT examination confirmed an occlusion of the right renal artery. No additional treatment is currently planned. It was reported that the ostium of the right renal artery was narrow.